Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other 20/30 indeflator referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the left anterior descending artery with mild tortuosity. A 20/30 indeflator was connected to a 3.0x15 mm non-abbott stent system. The indeflator was inflated to 10 atm and the black ring was released to open the lock and pull the handle out to induce negative pressure. The indeflator was inflated again to 12 atm, the black ring was released to open the lock and pull the handle out but the handle of the indeflator was cracked and detached. The indeflator was removed and replaced with a new 20/30 indeflator which was inflated to 12 atm, and the black ring was also released to open the lock and pull the handle out but the handle was cracked and detached. Finally a third 20/30 indeflator was successfully inflated to 14 atm and used to continue post dilatation of the non-abbott stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.